Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated the device was explanted and replaced. No complications were noted during the procedure and postoperatively the patient is receiving effective therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that implantable pulse generator was inoperable due to the device not being charged for about four to five years. A surgical intervention is anticipated in the near future. No additional information is available at this time.